Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head started to fall off / metal tip [...] Seems to be broken - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush head fell off of the oral-b toothbrush handle, type 3765 and the metal tip on the handle seemed to be broken. No injury was reported. 07-feb-2025 follow-up via image: the suspect product lot number was bc802221705. The concomitant product lot number was 4704132-00. No injury was reported.